Manufacturer narrative:
Method - no product was returned so no further evaluation could be performed. Results - lack of fusion. Conclusions - no conclusion could be drawn.

Event description:
The patient underwent a revision surgery on (B)(6) 2010. The patient had recurrent symptoms and CT scan results revealed a non-union at the l3-l4 site. The peek interbody was extracted and replaced with a new peek interbody after re-prepping the disc site. It was noted by the reporter that inspection of the interbody component revealed no physical damage beyond what was expected as a result of extraction. The spinal fixation device was left in place.